Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose level. The customer's blood glucose level at the time of incident was 50mg/dl. The customer declined to troubleshoot fort the low and states it was caused by work activity. The customer states they treated with can of soda. No further assistance was needed at this time.